Manufacturer narrative:
Field service has been requested to evaluate the equipment. The investigation is ongoing.

Event description:
The user facility in china reported during the procedure the surgeon noticed that the microsurgical system had insufficient negative pressure to remove the cataract. The nucleus could not be suctioned well making it difficult to fragment. The posterior capsule was ruptured. The nucleus fell into the vitreous cavity. The patient was transferred to another hospital for a vitrectomy. The patient was immediately given oral indomethacin anti-inflammatory and oral vitamins for symptomatic treatment according to the doctor's advice; 2. Gapprofen eye drops, levofloxacin eye drops, tobramycin dexamethasone eye drops for left eye treatment, and changes in the condition were closely observed.

Manufacturer narrative:
Correction: medical device problem code: remove 2993. The equipment was checked by the facility and no equipment failure was found. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
New information received on 31-october-2022 after examination at the local hospital, the diagnosis of cataract was made, and surgical treatment was recommended for binocular cataract. The patient recovered well and did not receive a vitrectomy.